Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one vrpt plus rpf 10 mm-15 mm trc w/100 mm slv opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The fixation trocar was received and broken on the distal end. The cutting trocar was activated and cut the test media satisfactorily visual and functional testing of the returned product confirmed the product did not meet quality specifications due to the broken cannula. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
MFR ref number: (B)(4).

Event description:
According to the reporter, the trocar cannula cracked. Another device was used without further consequences. Procedure, gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required.